Manufacturer narrative:
(B)(4). It has been communicated that the device and/or lot information is not available for evaluation. Without the device and/or lot information it is not possible for codman to conduct a proper investigation. If at some point the device and/or lot information does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.

Event description:
The valve was implanted to the patient via vp-shunt. Doi and initial setting were unk.( the valve was implanted at another site ((B)(6) hospital). It was reported that the pressures setting was not able to be changed as intended although the surgeon tried to change it several times. If it was tried to set to a high pressure, it becomes low pressure. Finally it became 30 mmh20. It was performed by two installed programmers and could not be set it by both programmers. Due to pressure could not be set, the patient got radial ray repeatedly. As the ventricle became a slit, when trying to increase the pressure setting, the pressure setting was changed to the low pressure by a normal programmer. The pressure setting was changed under fluoroscopy using a neodymium intensive magnet. The pressure setting could be changed to 200 mm h2o successfully. The patient¿s (B)(6) male. The surgeon commented that it seems that it was impossible to change the pressure due to a malfunction of a valve such as adhesion of some living tissue. Primary disease: congenital hydrocephalus. Csf protein: normal. There was no blood and debris contaminated into the spinal fluid. No further information was provided by hospital. The product will not be returned to your site.